Event description:
The ctr reported that testing of the pt's device showed fluctuating impedances. The pt was seen by a co rep for further device testing. Testing performed showed fluctuating impedance measurements and shorts in the electrode array. Programming adjustments were made but the issue was not resolved. A decision was made to explant the pt's device. Surgery to explant the pt's device was scheduled.